Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported the device exhibited a high pressure alarm, patient stopped the pump. Lightly touch his needle, still went back to high pressure alarm. Silenced the alarm, took out batteries, clamped IV line, removed the cassette. Depress green clamp, rub and pinch tubing and reattach cassette. Powered pump back on, still has high pressure alarm. No kinks in line and all clamps are still open. Powered pump back off. Med: 5fu. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.